Manufacturer narrative:
Sections with additional information as of 03-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-5). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix air meter. The customer¿s expected fasting blood glucose test result is 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/14/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history. Customer declined further troubleshooting and stated that she was not concerned with the hi result obtained.